Event description:
Information received by medtronic indicated that the insulin pump was under delivering because they did not get any bolus recommendation for high blood glucose. Customer blood glucose level was 360 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.